Event description:
During an av node ablation procedure, it was reported patient was burnt. Patient received skin grafts to repair damages. The catheter used was a non bwi product. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an av node ablation procedure, it was reported patient was burnt. Patient received skin grafts to repair damages. The catheter used was a non bwi product. No additional information was provided at this time. After unit evaluation, it was determined no error found related to the complaint. During inspection, d-sub connector was found damaged. Defected part was replaced. The device was also subjected to pm, safety and functional testing and all tests passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint was not confirmed.